Manufacturer narrative:
The returned device was received without a wavespring, which attaches the handle to the needle. How or when the wavespring became detached is unk. Review of the device history records confirmed this lot met mfg requirements prior to shipment. (B)(4).

Event description:
It was reported that after inserting the brk needle into the pt, pulling out the stylet, and aspirating and flushing, the hinge at the proximal end of the needle dropped out of the shaft. A new needle was obtained to continue the procedure. There were no consequences to the pt.